Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review: DHR review was performed for the complaint device serial number (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information alleging a trilogy evo's touchscreen failed to respond. There was no harm or injury reported. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's display board and display screen were replaced to address the issue. The device was cleaned and tested and passed all final testing.